Manufacturer narrative:
This report is being submitted to correct field b5: describe event or problem.

Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out of range shock impedance measurements greater than 145 ohms. The associated rv lead was taken out of service; however, this device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out of range shock impedance measurements greater than 145 ohms. A revision procedure was performed. No other information was provided. No adverse patient effects were reported. This device remains in service.